Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a high blood glucose of 27 mmol/l. They changed the site and inserted another infusion set. Within hours they had to take it out because it started to hurt. The site showed signs of infection. The site was red, swollen, and hot to touch. The customer had a fever. Troubleshooting was performed. The insulin pump will not be returned for analysis.